Event description:
Pt augmented with saline implants in 1999, 300 cc and 25cc-mentor. Now has bilateral capsular contracture, pain etc. 2004 pt underwent bilateral capsulectomy and subpectoral conversion. Implants removed intact.